Manufacturer narrative:
The following fields have been corrected/additional. H6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was not turning on. A field service engineer found that the burning smell was due to a faulty power supply. Replaced a new power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the pyxis anesthesia system, station the burning smells came out from the power supply. The customer mentioned that they unplugged the station and moved that device to the pharmacy. However, there were no patient impact. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station the burning smells came out from the powersupply. A field service engineer removed and replaced the power supply. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis anesthesia system, station the burning smells came out from the powersupply. The customer mentioned that they unplugged the station and moved that device to the pharmacy. However, there were no patient impact. There were no adverse events or injuries reported based on this event.